Manufacturer narrative:
Upon evaluation of unit, found that device had been tampered with and adjusted incorrectly. In addition to the adjustment made, hose routings found mis-routed. Obvious tampering of unit negates any possibility of determining root cause. Reported as device problem as physician operating equipment reported that problem with unit did not cause death of pt. Unit repaired and returned to customer. Analysis, results, recommendations: additional test methods used: disassembled and inspect. Test results and observations summary: complaint confirmed. Unit did not cycle upon receipt. Analysis / root cause: unit tampered with. Vor detent screws adjusted to the full in position. Flo-control and turbin hoses attached to wrong locations causing pneumatic logic problems. Recommended repairs: relube piston and dome assembly relube piston bearing. Replace hoses as necessary.

Event description:
Device was not compressing or ventilating. The unit had no function.